Event description:
A surgeon reports a pt developed unexpected recurrent ocular inflammation several weeks following uncomplicated cataract surgery. The pt told the surgeon pt has had a very rare allergic reaction to plastic material used as part of a dental prosthesis. The surgeon feels this raises the question whether or not pt may be reacting to the material used for the intraocular lens (iol). Info regarding the inert nature (biocompatibility) of the iol material has been shared with the surgeon and further follow-up is anticipated. The association between this event and the iol is not known.